Event description:
The customer reported that during a device replacement procedure for normal battery depletion, the atrial and right ventricular leads were both explanted due to fracture caused by clavicular crush. No adverse patient effects were noted. The device was actively implanted for approximately 8 years, 9 months.

Manufacturer narrative:
The manufacture is trying to get the device back to analysis; if obtained, a follow-up report will be sent.